Manufacturer narrative:
Device malfunction is occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld repeatedly froze up during the interrogation of pt's pulse generators. He further reported that several troubleshooting attempts via resets of the handheld did not correct the issue. Good faith attempts are currently being made to obtain handheld in question for product analysis.